Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. The generator was returned for failure error c-00 and c-34 confirmed and reported problem confirming as happening in the field. Upon visual inspection there were no issues found that would be related to the reported event. The generator was tested using system and on startup unit displayed c-34 hf voltage.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that the generator had an error of c-00. The customer power cycled the generator two times; however, the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was not completed with the same integrated electrosurgical unit (iesu) and the customer replaced their own iesu.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable cause of error c-34 is attributed to a faulty electrical component inside the generator. This error indicates a lower voltage than expected during energy activation.